Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the intraocular lens was noticed to be torn upon insertion. There was patient involvement. Appropriate cartridge and injector were used. Reportedly the surgery was continued with back up intraocular lens. There was no intervention or complications intra-op or post-op. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 3/11/2019, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample. Loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Residues of viscoelastic material was also observed on lens. Lens was observed with a cut most probably related to the removal process. One of the haptic was observed damaged/distorted. No damage was observed to the other haptic. The condition in which the sample returned is consistent with a lens that was implanted and removed. The complaint issue reported could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.